Event description:
It was reported that the echelon+ gst 60mm didn't fire normally and after that it didn't open. Knife reverse didn't work -> manual override was used and after some time with the help of aam on the phone jaws were able to open and stapler was removed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please explain in detail what was the issue with the device. What do you mean by ¿didn't fire normally¿? * did the device lock-out (no staples deployed and no cut line started)? * or, did the device start to deploy staples and cut but could not be completed (partially fire)? * or, did the device fully fire and stop during the automatic knife return? * is the current patient status known? * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2022. D4: batch # u5f298. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was fired tested a second time for functionality by pressing where the firing switch actuator is located. As a result of this test the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch due to the device would only operate when the switch was manually pressed down. The damage to the firing switch actuator has been correlated to the design. There was an out of specification issue with components that affected the functionality of the firing switch actuator. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.